Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified and the filament regulator board was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system would not boot up. There was no pt involvement reported.